Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The patient received emergency room treatment for elevated blood glucose levels and dka. The patient reported that the pump was emitting occlusion alarms.